Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related the circumstances of the procedure. In this case, it is possible that plunger deployment (step2) was not completed with the plunger fully against the handle. The cause of this could be an issue with the device or anatomical interference. There is no indication of a lot specific issue, nor a clearly identified potential product quality issue with the returned device. Therefore, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial reports, additional information was provided. This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture thread did not come out when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a closure of an unspecified vessel was attempted with a prostyle device. Reportedly, the suture thread did not come out. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.